Event description:
The (B) (6) study indicated that during the index procedure, the pt ((B) (6)) had a thrombotic event, additionally there was appearance of discrete hypoesthesia of the right arm immediately after procedure, but was neglected initially. The hypoesthesia continues to persist with clinical disorders 20 days after the index procedure. A MRI control scheduled shortly (upcoming weeks) to authenticate any cerebral infarction, but to date is not available. The target vessel was the left supraclinoid carotid artery with a non-ruptured aneurysm sac height of 6.72mm, width 10.3mm and neck of 6.76mm. The rankin scale was 1 after the procedure due to the reported event. The act during the procedure before heparin was 133 seconds, and after heparin the act was 273 & 289 seconds. The discrete hypoesthesia could be possibly related to the thrombotic event, but needs to be confirmed by MRI, scheduled in a couple of weeks. The MRI results will be updated in the database once MRI results are available/performed. During the procedure, heparin = 7000 ul, one bolus,. After the procedure, heparin was given for 24 hours (via electric syringe) in order to get tca between 1.5 - 2 x reference. The pt is currently doing well but investigator will perform an MRI in the upcoming weeks to get further info. The pt has no prior subarachnoid hemorrhage from another aneurysm. The wfns and rankin scale were both 0. During the procedure, a jailed technique was utilized, prior to placing the 22mm enterprise 22mm device. No balloon was utilized. Results of the procedure indicated that the case was completed, but there was inability to place more coils. However, no adverse event was noted due to the event. Angiographic results indicated that there was residual aneurysm. Medications given pre procedure consisted of antiplatelet and heparin, and post procedure aspirin, heparin and antiplatelet.

Manufacturer narrative:
The stent remains implanted and the lot number is not known; therefore, a device history record review cannot be completed. Therefore, no corrective actions will be taken at this time. As stated in the instructions for use thrombotic events including vessel thrombosis, stent thrombosis and thrombotic emboli are known potential adverse events associated with intra-cerebral stent assisted coil embolizations. Procedural, pt, and pharmacological factors may have contributed; however, based on the available procedural/clinical info no conclusion can be made regarding the relationship of the reported intra-procedural thrombotic event and post procedural hypoesthesia to the enterprise stent.